Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate nst and sic count greater than 30 in 3 days. Beginning (B)(6) 2015, rv pacing impedance spiked to 4047 ohms from 400 ohms. Beginning (B)(6) 2015, v sensing integrity counts up to 1511; vt-ns episode with evidence of lead noise oversensing. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). There was also oversensing and high pacing impedance on the right ventricular (rv) lead. The reset was cleared. Later, the device and lead are scheduled to be explanted and replaced and downgraded to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.